Event description:
It has been reported to philips that the device's wireless footswitch was having connection problems. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred and the battery indicator and wifi indicator were red. The philips field service engineer evaluated the system on-site and determined that the wireless footswitch and base station were having connectivity issues. After investigation, fse observed that the wireless footswitch does not reset or turn off (hang-up issue). To address the issue, fse replaced the wireless footswitch and base station and return the part for analysis. Upon return part failure analysis, the cause of the wireless footswitch failure was found as an internal connector issue, while the cause of the base station failure was discovered to be failed leds flash test on attempting to connect with another wireless footswitch and the failed battery test. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.